Event description:
It was initially reported that the vns patient was going to have his vns explanted for unknown reasons. Further follow-up revealed that the patient wanted the vns system explanted because he didn't feel like it worked all of the time. It was reported that the patient did not show for his explant appointment and has made no further contact with the surgeon. It is unknown if a device malfunction is suspected or whether the patient did not experience efficacy with vns therapy. Attempts to obtain additional information have been unsuccessful to date.